Event description:
Event description cpi received information that a patient with increasing thresholds and lead impedance measurements over the past six months experienced a syncopal episode because of a loss of capture. The physician elected to explant the implantable pulse generator.